Event description:
It was reported that a patient underwent a revision surgery 3 months ago, the specific date is unknown, where the inlay ar-9121-02 was revised as it became loose. A second revision was later performed which is handled in (B)(4).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.